Event description:
It was reported "peel away sheath that did not break apart, the plastic wing broke off". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one image for analysis. The image shows the peel-away sheath and dilator contained in a biohazard bag. The complaint of the tab breaking off was confirmed by the customer-provided image. The customer also returned one peel-away sheath and dilator for analysis. The sheath was observed to have one tab separated from the device. The point of separation was discolored, partially melted and deformed. Obvious signs of use in the form of biological material were observed on the sheath and dilator. The overall length of one sheath measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The outer diameter of the sheath measured 0.0835" which is within the specification limits of 0.078" - 0.084" per the sheath extrusion drawing. The inner diameter of the sheath measured 0.071" which is within the specification limits of 0.066" - 0.071" per the sheath extrusion drawing. The sheath was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was then reinserted into the sheath. One side of the dilator hub locked into one of the sheath tabs as intended. Since the other tab was missing, the opposite tab of the dilator hub did not lock in. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user , "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of a broken peel-away sheath tab was confirmed through the investigation of the returned sample. The sheath was analyzed, and one tab had separated from the body of the device and was not returned. The point of separation was discolored, melted and deformed. Manufacturing engineering was contacted regarding this issue, and it was determined that manufacturing caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "peel away sheath that did not break apart, the plastic wing broke off". The patient had no harm or injury.